Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the patient's ins felt like it was bursting out of the pocket site. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. A new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the ins feeling like it was bursting from the pocket was unknown, but is likely related to the position it was implanted in the body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's battery felt like it was poking them and almost bursting out of the pocket. The device was examined visually and the patient stated it was painful to the touch. A pocket revision was performed and the device was moved from the lower back to the buttocks. The issue was resolved. The patient could not estimate how long the pocket has been bothering them. It was inferred to be shortly after their battery replacement. No further complications were reported or anticipated. No device allegations were made.